Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant attempt, the lead could not be implanted due to the patient's anatomy. The lead was explanted and the procedure was completed the following day. No patient complications have been reported as a result of this event.